Event description:
It was reported that during a lap gastric bypass, the doctor fired the device with 6r45b cartridges, using seamguard buttressing material. She fired the long45a twice across the gastrotomy. There was significant bleeding along the staple ine. When inspecting the staple line, it completely dehisced and fell apart. The opening was then oversewn. Another long45a instrument was opened for subsequent firings. When firing again across the stomach to create the pouch, the staples were not formed. The staples were open and in a box u-shape, indicating the staples were not closed and completely unformed. Another surgeon assisted in finishing the case. They completed the gastric pouch with firings of different reloads, tr45g reloads with the same long45a instrument. The staple lines were clinically acceptable. The case was completed laparoscopically. However, the surgeons did oversew the majority of the gastric pouch. The event extended or time by 45 minutes to an hour. As of the next day, the pt was doing fine.